Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being treated by paramedics at home due to parents noticing that blood glucose was dropping. Customer's blood glucose was 18 mg/dl and paramedics treated with sugar in IV. During troubleshooting, customer reported that the status screen was showing the same amount of insulin as that in reservoir; insulin pump was not exposed to magnetic field and customer did not believe that insulin pump was over delivering. Customer was advised to monitor insulin pump.